Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 290 mg/dl and an insulin injection was administered to address the high bg. Cause of the elevated bg was unknown. Troubleshooting with tandem technical support could not be performed as the event occurred in the past. Tandem technical support advised the customer to discuss the event with a healthcare provider.